Event description:
It was reported that a patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator due to use in an off-label MRI environment. Loss of back-up defibrillation was reported. The device was successfully restored. No adverse patient consequences were reported.